Event description:
Related manufacturer report number: 3006705815-2023-07298. It was reported that the patient was experiencing a lack of effective relief from their scs system. The patient's leads were noted to have high impedances on all contacts. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's leads were explanted, replaced and therapy was restored.

Manufacturer narrative:
Section b3: event date is estimated. A patient experienced high impedance was reported to abbott. As a result, the patient's leads were explanted and replaced with a paddle lead. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.